Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was in the process of obtaining urine from a closed system urinary catheter, when they accessed the needleless urine specimen port, the blue part got detached and broke. This is the second time it happened in this unit in the last 2 weeks. Patient was already scheduled for organ procurement and was removed in or. Also stated that it was not able to retrieve the defective catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was in the process of obtaining urine from a closed system urinary catheter, when they accessed the needleless urine specimen port, the blue part got detached and broke. This is the second time it happened in this unit in the last 2 weeks. Patient was already scheduled for organ procurement and was removed in or. Also stated that it was not able to retrieve the defective catheter.